Event description:
Ref (B)(4).

Manufacturer narrative:
Exemption number (B)(4). B braun medical inc (imp) is submitting this report on behalf of b braun (B)(6) (MFR). This report has been identified as b braun (B)(6) internal report # (B)(4). At this time, the trend file has been returned and the investigation is on-going. A follow-up report will be submitted when the results become available.